Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because the cup migrated vertically. On 9/2/2011 received litigation papers which allege that the patient was revised for pain, metallosis, and excessive levels of chromium and cobalt. Update 09/23/2011 preliminary disclosure (ppd) with product sticker sheet received which identified patient's date of birth. There is no new information that would change the outcome of the investigation. Complaint file updated and ppd & sticker sheet. Dob: (B)(6) 1953. Update 3/7/16 medical records received. Medical records reviewed for MDR reportability. Patient had second revision on (B)(6) 2016.taper sleeve and stem added to complaint for alleged elevated metal ions without lab results.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref.(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.